Event description:
The customer reported that the canopy's large window zipper is not working properly. The customer did not elaborate on the issue. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Zipper not working. Evaluation: results: evaluation of the returned product shows that the large window a zipper's slider body is open. Large window a nylon to tape has 2 inch broken stitches, front side a top ridge elastic is ripped. (B) (4).